Manufacturer narrative:
The reported event of premature battery depletion and extended charge time was confirmed. The extended charge time was due to low battery voltage; the low battery voltage was a result of premature battery depletion. Interrogation of the device revealed the device was at end of service (eos) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.

Event description:
During device preparation, prior to implant, a capacitor charge was attempted on the device, however it was not possible and timed out. Additionally, alerts of elective replacement indicator (eri) and end of life (eol) were received on the device. A new device was selected for implant to resolve the event. No consequence to the patient.